Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had experienced ineffective stimulation from the discolored lead. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31054. It was reported that during an ipg revision (related manufacturer reference number: 1627487-2020-31053) the physician noted one of the leads showed discoloration at the terminal end. Diagnostics also showed all high impedances. The lead was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.